Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a bilateral breast reduction procedure on (B)(6) 2012 and topical adhesive was applied. On (B)(6) 2012, the patient presented with itching and pain from the axilla to the sternum bilaterally with a small red rash along the incision line. The patient was treated with topical clebatasol, claritan and oral prednisone. Also, the topical adhesive was removed. The rash returned on (B)(6) 2012. The patient was referred back to dermatology for advise and care.